Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. E1 initial reporter phone number: (B)(6).

Event description:
It was reported that air was detected, device leak observed. During the pulse field ablation procedure, a farawave catheter had been placed for ablation via a faradrive sheath. During an attempt to flush the sheath, a fluid leak occurred, and air was detected. Farawave catheter was replaced with a new farawave catheter to continue the procedure without further issue.